Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer ground pin has broken. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer ground pin has broken. The hospital did not report any patient effects.